Manufacturer narrative:
Hospital will not release valve for evaluation. Review of the device history record for this valve confirmed that it met all specifications and passed all inspections prior to release.

Event description:
Reportedly, 3f valve was explanted due to aortic insufficiency as seen on tte (transthoracic echo). During implantation, no problems were encountered. Implant went well. Tee showed slight ai, but doctor felt it would resolve when the pressures of the heart returned to normal. Six to seven weeks later, patient became symptomatic. Tee showed central jet ai and 3 + mitral regurgitation. This was the first time the mitral regurgitation was seen. Doctor does not know if mr was causing the ai or vice versa. At explant, the doctor reported the following: "I could not see anything wrong with the valve. I was not able to try the wrap because I got into the pulmonary artery pretty good while I was dissecting out the aorta. Then I got into the aorta pretty good trying to fix the hole in the pa. At that point, I decided to go ahead and go on cpb, open the aorta and look at the valve, which looked fine. I got the valve out intact. There was no paravalvular leak and all the pledgets were locked on. After I explanted the valve, I fixed the mitral and replaced the aortic with a perimount. Tee showed no mitral leak and a tiny central aortic jet. Currently she's doing fine."